Event description:
The patient (pt) was reported to have expired while using the homechoice cycler for apd therapy. Follow up with the police revealed that family member of the pt found the pt at approximately 6:00am and the pt had expired. The pt was still connected to the homechoice system and the homechoice cycler displayed "end of therapy", which indicates that the apd therapy had been performed using the cycler and was completed. The pt and the homechoice system were then transported to the office of the medical examiner. An autopsy was performed on the pt, however, follow up with the office of medical examiner reveals the final autopsy report has not yet been completed.